Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional width verification was performed and the lens was found to be in specification. Dimensional length verification was performed and the returned lens did not meet original values measured at the time of manufacturing. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). H4: device manufacture date: 19-jan-2023. Claim # (B)(4).

Manufacturer narrative:
A4: unk, a5: unk, a6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+0.5/072 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to low vaulting and the problem was resolved. The cause of the event was unknown.